Event description:
Information received from the field notes that the patient presented to the emergency room with a heart rate of 30 - 40 bpm and no evidence of pacing or magnet response. The device could not be reprogrammed or interrogated. When emergency vvi was pressed, the device went to back-up mode.